Event description:
Healthcare professional reported left side rupture and "leaking silicone". Healthcare professional later reported left side "grade IV capsular contracture" and "superior malposition and distortion". The device was explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture / malposition: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, wear abrasion and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, b7, d1, d4, h4, h6.

Event description:
Healthcare professional reported left side rupture and "leaking silicone". Healthcare professional later reported left side "grade IV capsular contracture" and "superior malposition and distortion". The device was explanted and replaced. Capsulectomy was performed.

Event description:
Healthcare professional reported "rupture" and "leaking silicone". Healthcare professional later reported: "grade IV capsular contracture" and "superior malposition and distortion". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Clarification h.6: f2201 biopsy, this was noted as implant occurred same day as malignant mastectomy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.